Manufacturer narrative:
The catheter was received inside a broken shipping tube. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings/bonds were visually inspected for indication of damage or abnormality and there was no damage found. The catheter was received in a broken shipping tube. The tube is broken 15.5cm distal of the gray tube to clear adaptor bond site. The catheter is also has a slight bend in the same location. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The balloon and windings were found to be in good condition although the balloon was not inflated due to the catheter still sealed inside the clear adaptor. Though we have confirmed a product nonconformance exists, there was no evidence of a manufacturing nonconformance found during the evaluation. These types of complaints are currently being investigated to determine the root cause. Please note that the catheter is not an edwards manufactured device; however, the shipping tube is manufactured by edwards.

Event description:
It was reported that the outside gray tubes were snapped in half when received in the operating room. These devices are ordered and shipped to the customer from edwards. There were no patient complications.